Event description:
It was reported that during a therapeutic procedure on a pt, the physician was removing a stone from the pt's pancreatic duct, but when they closed the device handle, the wire came apart from the basket. The clinician then obtained another device and attempted to crush the first basket, but the basket did not crush. The dr was finally able to remove the basket, and to retrieve the stone from the duct. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction.